Event description:
ICD generator and ICD lead removal secondary to infection (laser head removal). Lead sent to micro lab for c & s and gram stain. ICD generator removed # (B)(4). This is a corrected version - (B)(4).